Event description:
Officers responded to a witnessed cardiac arrest. Disposable defibrillation electrodes were attached to the patient and the device was turned on. Reportedly the device indicated connect electrodes and use of the device was inhibited. A back up device was called for and resuscitation efforts were continued. It was reported that by moving the patient's tongue out of the airway passage, they were able to revive the patient. When the back up device arrived; the same electrodes were used. The operator of the back up device reported that they did not work correctly with their device. Medtronic received no report of adverse affects to the patient as a result of device operation.